Event description:
A malfunction was reported with the pump, but no notable events occurred prior. The customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump after providing pump reset information, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.